Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received intermittent altitude alarms. The customer's blood glucose level was 300 mg/dl and it was addressed with a manual injection. It was noted that the most recent altitude alarm was cleared and insulin delivery resumed.